Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with long pauses. It was also reported that the right ventricular (rv) lead was fractured, high impedance and exhibited noise resulting in pacing inhibition. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.